Manufacturer narrative:
No returns were available from the customer site for this investigation. The investigation began with the testing of a retained reagent kit (stored at abbott laboratories) of the architect anti-hcv assay, list number 6c37-20, lot 68354hn00. One replicate each of the positive and negative controls and ten replicates each of sensitivity panel a (hcv core only) and sensitivity panel b (hcv ns3 only) were tested. Also, two commercially available seroconversion panels, phv907 and phv908 were tested. All results were within specifications, indicating that the analytical or clinical sensitivity of the reagent lot is not compromised.a review of the complaint and manufacturing records for this lot of reagent did not identify any issues relating to the customer's observations. The customer's issue is addressed in the architect anti-hcv package insert (84-5612/r2/april 2008).based on this current investigation, it is determined that the architect anti-hcv assay, list 6c37-20, lot 68354hn00, is currently meeting its safety, effectiveness and label claims. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one patient sample generated a non-reactive result with the architect anti-hcv assay. The sample tested hcv reactive on a competitor's platform. The patient's physician requested a redraw stating that the patient is known to be hepatitis c positive. The redrawn sample again tested non-reactive on the architect platform. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.